Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned hi-torque balance middleweight guide wire noted blood and contrast on the tip coils which is consistent with the guide wire being used in the patient as reported. Analysis could not confirm the reported inability to remove due to the condition of the returned guide wire. The outer diameter of the guide wire proximal to the hypotube was measured with a laser micrometer and met manufacturing criteria. Analysis confirmed the reported stretched tip as the tip coils were completely stretched out distal to the center solder which is consistent with the guide wire being trapped within the vessel during the procedure as no damage was noted prior to use. Analysis also noted that the shaping ribbon was separated, 2 mm distal to the center solder. The separated portion was returned for a length 2.9 mm and was intact to the tipball. The separated portion was in a shape of a pigs tail. The core was intact and not separated. Scanning electron microscopy (sem) analysis of the guide wire suggests that the shaping ribbon failure may be attributed to tensile overload. For the guide wire to fail in this manner the guide wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. Any attempts to move the guide wire in a trapped state could have then caused the noted tip separation. Per instructions for use (IFU), do not: push, auger, withdraw or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The lesion was described as mildly calcified which could have contributed to the resistance felt upon removal of the guide wire that resulted in the reported stretched tip coils and noted tip separation. It was reported that a non-abbott balloon catheter was advanced over the guide wire to retrieve the guide wire. There was a slight delay in the procedure but no patient effects were reported. The lot history record was reviewed. There are no non-conforming material records associated with this lot. The reported stretched tip coils and inability to remove the guide wire from the vessel and the noted tip separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the tip of the guide wire caught in the septal branch of the left anterior descending artery and could not be removed. A non-abbott balloon catheter was advanced over the guide wire to retrieve the guide wire. No separation of the guide wire occurred; however, the coils were stretched when the guide wire was removed from the patient. Although there was a slight delay in the procedure, no patient effects were reported. No additional information was provided. Device analysis revealed that the guide wire shaping ribbon was separated.